Event description:
It was reported that the connector of the pulse generator would not tighten the lead. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.